Event description:
Customer rec'd discrepant free t4 results for one pt sample that did not fit the pt's clinical picture. Initial gave result 24.0 (no units of measure provided). Same sample repeated on an immulite analyzer gave 19.4 (no units of measure provided). The immulite result was reported. If add'l info is rec'd, appropriate notification will be provided.